Manufacturer narrative:
(B)(4) method: the complaint rt340 adult evaqua breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested for leaks. Results: no physical damage was observed to the returned breathing circuit. The pressure test result was within the required specification. Conclusion: no fault was found to the returned rt340 adult evaqua breathing circuit. All rt340 adult breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". - "set appropriate ventilator alarms".

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit passed the ventilator leak test before connecting to a patient. However, they stopped using it due to the "suspicion" of circuit leak as the "tidal volume was too low". No patient consequence was reported as a result of this incident.